Event description:
The reporter called and said the she ordered thirtysix devices. She said that she loads the device with lancets prior to giving it to a patient. She then said that she fires the device and seven of the thirtysix had lancets the did not retract. No injury was alledged. The device was replaced and requested to be returned for evaluation.